Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to set screw connection issue. This lead was not used and another lead was successfully implanted. No adverse patient effects were reported. It was noted that this product is not expected to be returned.